Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis. Part not received.

Event description:
Medtronic received information that, while in a procedure, the imaging system went into stand alone mode. The umbilical cable was reseated and the system restarted, resolving the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.